Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one broviac s/l catheter was received for evaluation. One video and one photo was provided for review. The video shows two broviac s/l catheters. The clinician injected the fluid into broviac s/l catheters one after another by using external syringe. Both broviac s/l catheters were noted to be leaking at the catheter tube. The photo shows partial view of central venous catheter in which longitudinal split was noted on the catheter tube. Gross visual, microscopic, tactile and functional evaluations were performed. A longitudinal split was noted on the catheter body approximately 4.7cm from the distal end of the strengthening sheath. The edges of the longitudinal split on the catheter body were noted to be uneven. Upon infusion, a leak from the longitudinal split was observed while water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using broviac cv catheter, single-lumen, 2.7f. Post the procedure, the port allegedly found fluids coming out from the neck and chest incision. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post broviac port placement, the port allegedly found fluids came out from the neck and chest incision. The current status of the patient was unknown.